Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Also correcting e3 and g2 for information inadvertently left out. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the actual device was not returned, the root cause could not be identified. At this time, the possible causes for the drop off of the distal cover are presumed to be the following: the cover was broken by chemical attack from adhesion of chemicals such as anti-fog agent and/or the cover was insufficiently attached to the scope. The event can be detected and prevented by following the instructions for use: - operation manual includes the detection way at chapter 4 - 4.1. - operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. An importer medwatch, report #2429304-2023-00051, has been submitted for this event.

Event description:
The customer reported to olympus that after the completion of an endoscopic retrograde cholangiopancreatography (ercp) procedure, during post-procedure evaluation of the duodenoscope, the single use distal cover was noted to be missing. The patient was made aware of the issue and returned to the procedure for esophagogastroduodenoscopy (egd). The single use distal cover was located in the patient stomach and retrieved without any adverse event. The case was completed and the patient was transferred to the recovery room and discharged. This complaint required two reports: (B)(6): maj-2315, (B)(6): tjf-q190v. This medwatch report is for patient indentifier: (B)(6).